Event description:
Caller reported a malfunction on the pump; however, there was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue without recurrence of the malfunction code. Customer was informed to continue using the pump and advised to call back if any issues reoccurred, which the caller acknowledged and understood.